Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional information received indicated that the device did not appear to have any kinks, compressed, crack or damages. There was no evidence of air being injected into the patient due to the leakage. There were no procedural delays. The procedure was completed as per normal guidelines. No excessive force was applied to the device. The device was stored and prepped per the instructions for use (IFU). Adequate flush was maintained through the devices. The concomitant devices functioned as expected. Complaint conclusion: as reported by the field, there was a hub issue with a 90cm cerebase da guide sheath (gs9090sd, 30416725), bleed back, and leak. The connection is not good enough. There was no report of patient injury. Additional information received indicated that the device did not appear to have any kinks, compressed, crack, or damages. There was no evidence of air being injected into the patient due to the leakage. There were no procedural delays. The procedure was completed as per normal guidelines. No excessive force was applied to the device. The device was stored and prepped per the instructions for use (IFU). Adequate flush was maintained through the devices. The concomitant devices functioned as expected. The complaint was accompanied by a photo. Based on the visual analysis of the image, it could be appreciated that some saline solution and blood was leaking from the rhv valve connection with the hub. However no apparent damage could be appreciated on the hub, it could not be determined if there is some connection issue. The ID band from the device appears to be displaced. A manufacturing record evaluation was performed for the finished device 30416725 number, and no non-conformances related to the reported complaint condition were identified. The device was discarded, therefore, no further investigation will be performed. The reported condition ¿luer hub - leakage¿ was confirmed since some saline solution/blood was leaking from the hub connection. The mre suggests that the failure reported by the customer could not be related to the manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action. An internal corrective and preventive action (CAPA) has been opened to further investigate the issue with the ID band being out of position. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. In the initial medwatch it was noted under section h10 the following: ¿the reported condition ¿coil introducer -leakage¿ was confirmed¿. The correct statement is ¿luer hub - leakage¿ was confirmed¿.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. A visual analysis was performed on the photo provided. It could be appreciated that some saline solution and blood was leaking from the rhv valve connection with the hub. However no apparent damage could be appreciated on the picture, it cannot be determined if there is damage on the cerebase hub or its some connection issue. The reported condition ¿coil introducer -leakage¿ was confirmed since some saline solution/blood were leaking from the hub connection. The mre suggests that the failure reported by the customer could not be related to the manufacturing process. No corrective action will be taken at this time. Further investigation will be performed if the device returns for analysis. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, there was a hub issue with a 90cm cerebase da guide sheath (gs9090sd, 30416725), bleed back and leak. The connection is not good enough. There was no report of patient injury. A photo was provided.